Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to high blood glucose of 327mg/dl. The customer stated that she fell tired and lethargic. The customer mentioned that she went to a clinic prior to her admission and found that she had a track infection. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer stated that her doctor took her off the insulin pump and put her on manual injections. The customer also stated that the doctor recommended the insulin pump be replaced before start using the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.